Manufacturer narrative:
The customer¿s report of an overinfusion of diltiazem was not confirmed. The start time of the diltiazem infusion was not provided, and the data set was also not provided. The pcu event log review does show 120ml was delivered via a basic infusion programmed at 1:44 am on (B)(6) 2019 at a rate of 480ml/hr with a vtbi of 120ml. This infusion completed at 2:00 am. At 8:23 am, an infusion of drugid 157 was programmed through guardrails to run at 15ml/hr with a vtbi of 125ml. The rate was changed 4 minutes later to 5ml/hr. The infusion ran until 8:49 am when the infusion was paused and then subsequently channeled off.there were no alarms prior to the device being channeled off. The volume recorded as being delivered during this period was 123.299ml. The root cause of the customer¿s report of an overinfusion of diltiazem was not identified. No device was returned for investigation. Log review only.

Event description:
It was reported that there was an over infusion of diltiazem. The diltiazem drip was started at 5mg/hr, the nurse noticed at approximately 0850 am that the bag was empty and the patient received 125mg. The nurse double checked the setting, which was witnessed by the charge rn, for diltiazem 5mg/hr, but 125 mg was given. The md was notified the patient received diltiazem 125 mg within 20 minutes due to pump malfunction. The customer stated there was no detectable harm noted to the patient.

Event description:
It was reported that there was an over infusion of diltiazem. The diltiazem drip was started at 5mg/hr, the nurse noticed at approximately 0850 am that the bag was empty and the patient received 125mg. The nurse double checked the setting, which was witnessed by the charge nurse, for diltiazem 5mg/hr., but 125 mg was given. The physician was notified that the patient received diltiazem 125 mg within 20 minutes due to pump malfunction. The customer stated there was no detectable harm noted to the patient.

Manufacturer narrative:
The customer¿s report of an overinfusion of diltiazem was not confirmed. Physical inspection of the device noted the instrument seal not intact. The only observed anomalies were very dull iui connectors. The mechanism assembly was completely disassembled, and no anomalies were noted. There were no anomalies observed with the returned primary set. Analysis of the pcu event log review shows 120ml was delivered via a basic infusion programmed at 1:44 am on (B)(6) 2019 at a rate of 480ml/hr with a vtbi of 120ml. This infusion completed at 2:00 am. At 8:23 am, an infusion of drugid 157 was programmed through guardrails to run at 15ml/hr with a vtbi of 125ml. The rate was changed 4 minutes later to 5ml/hr. The infusion ran until 8:49 am when the infusion was paused and then subsequently channeled off. There were no alarms prior to the device being channeled off. The volume recorded as being delivered during the final infusion was 2.675ml functional testing performed found the device delivering fluid within specification. There were no leaks observed from the set. Concentricity testing found the set to be within specification. The root cause of the report of an overinfusion of diltiazem was not identified.

Event description:
It was reported that there was an over infusion of diltiazem. The diltiazem drip was started at 5mg/hr, the nurse noticed at approximately 0850 am that the bag was empty and the patient received 125mg. The nurse double checked the setting, which was witnessed by the charge nurse, for diltiazem 5mg/hr., but 125 mg was given. The physician was notified that the patient received diltiazem 125 mg within 20 minutes due to pump malfunction. The customer stated there was no detectable harm noted to the patient.

Manufacturer narrative:
Additional patient information: alcohol abuse.